Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 320 mg/dl at the time of incident. Troubleshooting found that the customer is using insulin pens. Customer was advised to discontinue use of the device. No further details given.